Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that the device would no longer power on.  Using a power supply, physio-control was able to get the device to temporarily power on in order to download the internal data.  The downloaded internal data revealed that the device had experienced multiple power on cycles, which led to 2.4 hours of recorded on-time.   The excessive on-time caused the depletion of two (2) internal hybrid layer capacitor (hlc) batteries, designators bt2 and bt3, located on the analog pcb assembly.  The depleted hlc batteries prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit would not power on when prompted.